Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient urinated themselves during the seizure but hasn't urinated since then, and the caller wanted to check the ins to see if it was working. The caller stated they did a bladder scan on the patient, and there is urine in the bladder but not enough to catheterize the patient, so they want to check the ins first before taking additional steps. Tss walked the caller through, attempting to connect to ins, but was unsuccessful as they kept receiving "device not responding." The caller wasn't able to palpate the ins but was able to locate the incision mark and reposition the communicator several times with no success. . The issue was not resolved through troubleshooting. Tss reviewed that the communicator may not be in the right position (the caller had to get assistance to lift the patient so they could even get the communicator over the ins), or it's possible the ins may also be an end of service. The caller stated they will likely just have the patient. Tss provided the nas phone number in case they wanted to page the local rep to see if they were able to connect to ins at all.   .